Event description:
Philips received a complaint by the customer on the v60 indicating that there was loose hardware on the v60 stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported that there was loose hardware on the v60 stand. The customer requested the part number of the latch on the v60 stand. The remote service engineer (rse) provided the customer with the part number of the latch. Device evaluation and repair are pending.

Manufacturer narrative:
Multiple attempts have been made to try to obtain further information about this case but no response received from the customer. This file is closed and can be reopened if new information becomes available.